Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. The customer's blood glucose level was 12.0mmol/l at the time of the incident. It was reported that the ring on top of the reservoir compartment was broken and that the reservoir was not secure. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked case on display belt clip rails corners, cracked case and cracked retainer. No broken off reservoir tube or retainer noted during visual inspection.